Event description:
The consumer reported receiving 2nd degree burns to the right side of her leg. She alleges the unit fell over by itself causing hot water to spill out of the unit. The instructions for proper use state to only use the unit on a flat, level surface to prevent water from spilling.